Event description:
Foreign body, approx 2.1 cm plastic IV catheter that appears to have sheared off or broken off of an IV that was placed while she was hospitalized. Pt had been discharged from the hosp on 7/29/99, but returned to the ER on 7/31/99 complaining of bleeding from her forearm.